Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of oversensing and inhibition of pacing. A new device and rate sensing lead were implanted.